Manufacturer narrative:
Evaluation of the device did not show any malfunction. The post-op scan showed that all the implant trajectories were off. It is suspected that the observed trajectory deviation may be related to guide positioning issue since this was a mucosa supported guide with no solid landmarks. The flexibility of the mucosa may have allowed the guide to be seated differently than intended in the patient's mouth.

Event description:
Doctor used a surgical guide to place a dental implants. Doctor reviewed the post-op scan after the surgery and saw that the implant #29 was perforating the lingual plate.